Event description:
It was reported difficulty was encountered deploying this filter via a tortuous right femoral approach which resulted in inappropriate placement in the iliac vein at the bifurcation. Unsuccessful attempts to place a filter via the left jugular followed due to a central line. The central line was removed and a filter was successfully placed via the right jugular. The central line was then replaced. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which the co believes may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "do not attempt to move or manipulate an engaged filter... The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insuffient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."